Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter would not turn on by button or by test strips. As a result of the customer not being able to test their blood glucose, on (B)(6) 2019, the customer experienced dizziness, weakness, and confusion. Emergency services were called and the customer received unspecified treatment to elevate the customer's blood glucose. The customer was taken to the hospital and received unspecified intravenous medication by a nurse for treatment. There was no report of death or permanent injury associated with this event.